Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during dwell 3 of 3. The home patient (hp) stated that he was still connected to the hc . The baxter technical representative (tsr) had the hp cycle power to get se 2367. The tsr had the hp cycle power to "press go to start" and had the hp disconnect and remove the cassette to discard supplies. The hp will perform manual exchange. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause of the se 2240 was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.